Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: lens was inserted and removed in the same procedure. Section d6b: explant date: lens was inserted and removed in the same procedure. Section e1: telephone number:(b)96). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was scratch present on intraocular lens (iol) after implanting the lens into patient's eye. The doctor removed and replaced the iol in the same procedure. There was no delay in treatment or other interventions performed. No further information was provided.